Event description:
The customer reported that while running an "hcv" assay, summit sample handler did not aspirate reagent and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.